Manufacturer narrative:
The intraocular lens (iol) was received with a heavily damaged optic, precluding diopter measurement. Batch records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 16.0 diopter of this lot number. A review of the historical complaint data base revealed that no other complaints from this lot number were received. The initial implant of 16.0 diopters was exchanged for an 18.5 diopter iol of the same model. This suggests the iol was not the cause of this event. Based upon our investigation and the fact that no lens was available, no further investigation could be performed. All information available is included in this report.

Event description:
It was reported the intraocular lens was removed and replaced without complication 5 1/2 weeks after the initial implant. Reason stated was incorrect diopter initially implanted.